Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke at the port closest to the patient during a normal saline infusion. The rn was preparing to administer an unspecified secondary infusion when tubing broke. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke at the port closest to the patient was confirmed to be a separation between the tubing and smartsite port inlet. Visual inspection noted the set was separated at the engagement between the tubing and distal smartsite inlet port. Examination under magnification observed insufficient solvent at the end of the tubing. The tubing was found to be within specification. No functional testing was able to be performed due to separation. The root cause of the separation is due to insufficient solvent during the manufacturing process.